Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a left initial knee procedure on an unknown date, new angulation visible on the lateral view indicates compress to be failing again. Revision is being considered. There is no additional information at this time.

Manufacturer narrative:
(B)(4). Reported event of migration was confirmed by review of xray which indicated slight posterior angulation of the hardware with respect to the femur. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent an initial left knee procedure. Subsequently, the patient was revised on due to a fractured compress.